Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported ventricular fibrillation and subsequent death remains unknown.

Event description:
During a ventricular tachycardia procedure, the patient went into ventricular fibrillation at the end of the procedure and could not be brought back to sinus rhythm. Cardioversion was attempted, as well as an external defibrillator without success and the patient expired. The cause of death is unknown. There were no performance issues with abbott devices.